Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) and product type: recharger. Analysis report received and the analysis shows recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having trouble charging their implant and the issue began about a month ago. Patient stated that the recharger cord was splayed where the cord met the paddle and if they made the slightest move, the implant would stop recharging. Patient also stated that sometimes they would get a little shock from static electricity. Patient mentioned that the doctor couldn't discover what the issue was and so they had a manufacturer representative (rep) come to the appointment and also gave patient an epidural; patient added that the rep reprogrammed the stimulator and everything was working but if they moved slightly the recharge quality would shift or charging would completely stop. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.